Manufacturer narrative:
(B)(4).

Event description:
It was reported that reported that prior to discharge, a CT exam was performed due to the patient experiencing back pain. The exam revealed no anomalies. Review at a later time of the CT scan revealed, right ventricular lead perforation. The lead was successfully explanted and replaced.